Event description:
Pt having mitral valve repair, air noted in venous line and immediately after, in arterial line. Air noted between oxygenator outlet and the inlet of the filter. Pt required manual cardiac massage, cardiopulmonary arrest x 2. Pt currently being mechanically ventilated. Results of first eeg given, 2nd eeg done 7/25/00, result pending.